Event description:
It was reported that on (B)(6) 2011 the patient experienced blood glucose (bg) readings of "hi" (>600 mg/dl) and was subsequently admitted to the hospital on (B)(6) 2011 with a bg of 630 mg/dl. The patient was reportedly removed from the pump and put on insulin injections and intravenous fluids. The patient is reportedly almost blind, on dialysis, and was scheduled for a colonoscopy. Customer support reviewed the pump with the patient and found no defects. There were no reported site/set issues. The patient stated that on (B)(6) 2011 she changed the site twice to correct for the elevated bgs, and could not recall if she had also changed the infusion set with the second site change or if she just switched sites. Troubleshooting indicated that the patient did not appropriately perform the prime and fill cannula steps after both site changes, which could result in delayed delivery of insulin. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy. Use error and other help conditions cannot be ruled out as a cause or contributor to the reported hospitalization.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.